Manufacturer narrative:
Concomitant products: product ID 3550-39, serial # unknown, explanted: (B)(6) 2015, product type accessory; product ID 3877-45, serial # unknown, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that due to body movements, the anchor abraded against the lead causing a lead fracture and a loss of therapy. The patient had the lead for 3-4 years. The patient had less than 50 percent therapy relief. Impedance testing had been done. The lead and anchor had to be explanted and replaced. After the replacement, the issue had resolved.